Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to infection. Additional information received 01/12/2017. Neck information now provided for this incident.